Manufacturer narrative:
No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, instruments, hardware, and software testing passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while in a spine procedure, the navigation system exited unexpectedly when they were about to take an imaging system spin. The imaging system was rebooted and exited again. After another system reboot, the procedure proceeded to completion with the use of the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Correction: during the issue they rebooted the navigation system not the imaging. Also, inadvertently it was reported on the initial MDR that there was no delay. Delay less than one hour was reported.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.